Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had their device implanted and 4 or 5 hours later started getting ¿shooting signals¿ throughout their body every two or three minutes. The patient¿s friend or family member requested to have a manufacturing representative turn the device off. The caller was redirected to the patient¿s healthcare provider. No complications or further complications were reported.